Event description:
The MFR's rep reported that the pump was explanted due to an e. Coli infection. No other info was provided at the time of this report. A follow-up report will be sent if additional info becomes available to us.